Event description:
Dual clean refill popped off - oral-b [device breakage]. Case narrative: consumer via phone stated that the oral-b dual clean toothbrush head refill popped off of the oral-b toothbrush in their mouth. No injury was reported.

Manufacturer narrative:
20-aug-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Dual clean refill popped off - oral-b [device breakage] case narrative: consumer via phone stated that the oral-b dual clean toothbrush head refill popped off of the oral-b toothbrush in their mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.